Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet inc, kenosha facility as part of a 50 pc. Lot in december of 2018. The returned instrument was evaluated and found that the jaws are loose and misaligned to each other and the jaw pivot pin is partially pushed into the outer tube assembly at the jaw end thus making this instrument unusable in the field. We are able to validate this complaint. All 50 instruments from this lit were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility. We are unable to determine what caused the jaws to become loose and misaligned and for the jaw pivot pin to be partially pushed into the outer tube assembly but mishandling at the end user's facility is suspected.

Event description:
It was reported that the jaw was found bent during usage on patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw was found bent during usage on patient.